Event description:
It was reported that the compressor did not start there was no patient harm. (B)(4).

Event description:
Manufacturer's ref # : 236792.

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The compressor transformer was concluded onsite to be faulty by the field service engineer. The replaced transformer was sent in for investigation. Visual inspection of the returned transformer did not reveal any deviations. The electrical measurement verified that there was an increased resistance outside specification between one of the primary circuits. This issue has been reported before, and have been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to a damage during the manufacturing process. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019.